Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with loose drive support disk. Unable to perform basic occlusion, occlusion, and prime test due to loose drive support disk. However unit passed the displacement test.

Event description:
It was reported that the piston was coming out of the insulin pump. It was stated that the device was not giving the right bolus, and sometimes it does not even deliver the insulin. No further info was provided.